Event description:
It was reported on (B)(6) 2013 that during an open reduction internal fixation of the right distal tibia, the surgeon was drilling through the hold in the plate for the locking screw. He hit an interfragmentary fixation screw which was already in place, and the drill bit tip broke off in the bone. The surgeon elected to leave the drill tip implanted. The surgeon used another drill bit and completed the surgery successfully. It was reported the patient status was stable after surgery. No further treatment is anticipated. No additional information was provided. (B)(6) 2013 update - additional information: in the process of drilling a hole to place a locking screw in the plate of the right distal tibia, the drill bit contacted a previously lag screw and broke the tip of the drill bit off in the tibia. The surgeon elected not to retrieve the drill bit fragment and left it in the tibia. Surgeon completed successfully without further complication (a competitors drill model was used). The reported device is a drill bit/instrument. This is report 1 of 1 for complaint 66247.

Manufacturer narrative:
The device is used for treatment, not diagnosis. (B)(6). The device is an instrument and is not implanted/explanted. A review of the device history records was performed and the lot number could not be verified;therefore the investigation cannot be performed. Since the investigation could not be completed;no conclusion could be drawn, as no product was received. Placeholder.